Event description:
It was reported that the right ventricular was an attempted implant due to helix extension issues and high out of range pacing impedance measurements. The helix was unable to be extended after 20 turns and the rv lead still with pacing impedances out of range. Patient went asystole but fortunately the rv lead was capture while pacing from the faulty lead. A different rv lead was successfully implanted. No adverse patient effects were reported.

Manufacturer narrative:
This lead was returned intact to our post market quality assurance laboratory with the helix mechanism in retracted position. The visual inspection found dried blood around the helix. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. The helix mechanism test failed after 15 turns due to the helix housing being clogged with dried blood/body fluid. Laboratory analysis identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that the right ventricular was an attempted implant due to helix extension issues and high out of range pacing impedance measurements. The helix was unable to be extended after 20 turns and the rv lead still with pacing impedances out of range. Patient went asystole but fortunately the rv lead was capture while pacing from the faulty lead. A different rv lead was successfully implanted. No adverse patient effects were reported.